Event description:
The customer reported that the system's live image screen went blank and they were unable to perform fluoroscopy due to a communication error message. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A connector was resealed. The system was then found to be operating as intended.